Event description:
The facility representative contacted baxter (B)(4) to report a folfusor in which the device had a no flow. The patient had received this folfusor two days earlier, for a treatment af 48 hours. When he came back, apparently the device had no flow at all and was still completely filled. The total fill volume was 96 milliliters, containing 5-fluorouracil and 0.9% sodium chloride as diluent. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: the device is not available to baxter for evaluation. Therefore, the reported condition could not be confirmed. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. .

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.